Event description:
It was reported that the patient experienced a momentary jolting sensation if she lay on her back. However, if she laid on her side first and then moved to her back, she did not get jolted. The patient was going to get the adaptivestim set up to allow a better transition. Additional information was requested regarding any troubleshooting and the outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitnat product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).